Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, eluting coronary stent systems instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily tortuous, heavily calcified, 95% stenosed, distal, left anterior descending (lad) coronary artery. A 3.0 x 28 mm xience xpedition stent was successfully deployed at 10 atmospheres. Following stent deployment, a distal edge dissection was observed. A new xience xpedition stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.